Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four weeks post implant, the patient experienced acute chest pain, nausea and vomiting, hypotension, lethargy, cardiac perforation, confirmed on computerized tomography angiogram (cta) and hemothorax. A left chest tube was placed to evacuate the hemothorax. The right ventricular (rv) lead was deemed to have dislodged, perforated through the right ventricle and migrated to abut the chest wall. The rv lead was initially reprogrammed to inactivate, then explanted during cardiac surgery, with the rv port subsequently, plugged. No further patient complications have been reported as a result of this event.